Event description:
The user reported the following via social media: "I tried 3 different rapid tests, binax being one of them. The 2 other brands came back positive immediately and this brand came back negative. Pcr confirmed I was positive. I followed the instructions exactly as stated also." Additional information was requested but was not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.